Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), and a non-penumbra catheter, non-penumbra catheter, non-penumbra microcatheter, non-penumbra revascularization device, and a guidewire. During the procedure, the physician made the first pass using the revascularization device; however, nothing was aspirated. While advancing the revascularization device through the red62 to make a second pass, the physician felt resistance on the red62 and decided to remove it out from the guide catheter. Subsequently, upon removing the red62, the physician noticed the red62 was broken. It was reported that the revascularization device had unraveled within the red62. The physician then attempted to make the next four passes using the non-penumbra catheter; however, the attempts were unsuccessful. It was also reported the physician attempted to agitate the clot using the guidewire and made multiple attempts to advance the aspiration catheters above the occlusion, but the attempts were unsuccessful. The physician ended the procedure at this point there was no report of an adverse effect to the patient.